Manufacturer narrative:
A ge svc rep performed an onsite investigation. The table cpu module cable was reseated and the ram was repaired. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not boot up. No pt injury was reported.